Event description:
It was reported that the patient had inadequate stimulation. The patient underwent an ipg explant procedure and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.